Event description:
Clinical study: it was reported that 250 days after a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr) of the 1st obtuse marginal artery (om). The index procedure treated two target lesions. Target lesion 1 was a 3.3mm vessel daimater, 75% stenosed region of the 1st om. The lesion was 12.0mm in length and was moderately tortuous. The physician direct stented the lesion with one taxus express2 8.8% 3.5x16 mm drug eluting stent without complication. Residual stenosis was 0%. Target lesion 2 was a 2.75 mm vessel diameter, 75% stenosed region of the 3frd om. The lesion was 10.0mm in length and was moderately tortuous. The physician direct stented the lesion with one taxus express2 8.8% 2.75x12mm drug eluting stent without complicaton . Residual stenosis was 0%. The patient was dischareged from the hospital 2 days post index procedure receiving asa and plavix. The site reported that the patient underwent a tvr of the 1st om 250 days post index procedure to alleviate focal and distal in-stent restenosis. The physician treated the lesion with placement of one taxus stent. In the opinion of the physician there was a probable relationship between the tvr and the taxus stent. The patient was discharged from the hospital one day post tvr in satisfactory/good condition.